Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 59 (mg/dl). Reportedly, the customer may have over delivered a bolus after eating a salad. Customer consumed food to treat low bg levels. Recommendation was made to customer to discuss possible factors that may affect bg levels with health care provider.